Event description:
The event was reported as: green plastic end became dislodged and had to be retrieved from the pt's oropharynx. No pt injury reported. No further info available.

Manufacturer narrative:
Sample requested, but not received yet. Evaluation report not available at time of this report.